Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The cannula was reported to have retracted into the pod. The patient's blood glucose (bg) values reached 255 mg/dl. The pod was worn longer than 48 hours. For treatment, the pod was removed.

Manufacturer narrative:
The pod was received with the cannula deployed but the needle failed to fully retract and was found within the exposed region of the device. From the investigation, damage was noted on the slide retract which prevented the formed needle from being held securely in place. Due to the exposed formed needle, this explains the pain and bleeding experienced by the customer while the device was worn. The pink slide was noted to have moved forward into the viewing window as expected and the soft cannula did in fact deploy properly. The device ran for 1787 pulses.